Event description:
A customer in sweden notified biomérieux of a false positive result associated with easymag® instrument (reference 200111). The customer reported when they extracted patient samples that have high concentrations of norovirus they are seeing some contaminations in later samples run on the easymag® instrument. The end result is a false positive result for norovirus. Due to the false positive result there is a 24 hour delay in reporting to the physician. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health.

Manufacturer narrative:
A customer in sweden notified biomérieux of a false positive result associated with easymag® instrument (reference 200111). The customer reported they are seeing some contaminations in later samples run on the easymag® instrument. An investigation was performed. At a system level, cross contamination tests have been performed on easymag and emag. Easymag and emag are similar regarding the design of the system: -the same disposable and reagent -similar process lane design (more compact on emag) -same dispensing nozzle -same wash station. Emag system is a worst case carryover : - a pipettor is moving beside the vessel, on a secure path, with samples and reagent, bringing additional potential aerosols and carryover source. - the space between vessels is reduced, leading to a slight higher carry-over risk, compared to easymag. The study shows acceptable carryover rate of 0.24% (acceptable range 0.01%-1.31%). Conclusion: the most possible explanation of this contamination on the easymag customer instrument, could be a user error (during manual steps around easymag), or a lack during the user maintenance. The pcr set-up step also be a potential root cause of the contamination. As it is a competitor instrument, information collection was not possible. The customer was reminded about good cleaning practices, and no more contamination has been reported for this site.